Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event that the device displayed error code 133.6090 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the pcu error logs showed the error code was not displayed on the reported event date, the error code 133.6090 (main speaker failure on the serial input output) was observed on september 17th, 2025. A review of the pcu event log showed the unit powered on september 17, 2025; at 12:52 am the unit powered two (2) times, and it alarmed on both cases. A test infusion was performed for 24 hours. The infusion completed successful until the device powered off. No irregularities observed. And no errors were displayed. A battery conditioning test was performed on the suspect pcu. The capacity was noted out of specification. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 4091 mah. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The bd alaris¿ pcu and bd alaris¿ pump module technical service manual states on the troubleshooting section the response steps to perform: for the error code 133.6090, audio is the subsystem identified, and the explanation is the backup speaker failed. The response should be to replace the backup speaker. The device was reported to have no patient involvement. Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported error code was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had shown the error code 133.609. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had shown the error code 133.609. There was no patient involvement.